Manufacturer narrative:
The returned introducer was rec'd with a detached extension tube. Inspection of the detached extension tube confirmed the presence of solvent on the distal end of the tube, however, the solvent line on the tube indicates the tube was not completely inserted during the mfg process. Review of the mfg records revealed the pull test was performed and was determined to be within specification. Report submitted to FDA by MFR: 10/08/2010. Date of initial rptr provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported the sidearm detached from the sheath while flushing. No anomalies were noted with the devices when removed from package. The detachment occurred during preparation of the device and it was not used on the pt.